Manufacturer narrative:
The device analysis report is attached. This report is submitted on december 19, 2022

Manufacturer narrative:
It has now been reported that the device was explanted on (B)(6) 2020. This report is submitted on september 3, 2020.

Manufacturer narrative:
This report is submitted on 08 april 2020.

Event description:
Per the clinic, the patient experienced a subsequent loss of connection to the internal device, however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with a new device as of the date of this report.